Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin was squirting out and the numbers on the insulin pump's screen were scrolling. The insulin pump alarmed compromised force sensor system while she was priming. Customer's blood glucose level was 333 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.